Event description:
It was reported that during surgery when turning on the pressure for the ats 4000 the cuff inflates as normal, but the machine needs to keep adding pressure for the entire procedure to keep the suggested pressure for this patient. This indicates that there is a leak in the single use cuff. No adverse events were reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right-angle connectors of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.